Event description:
During follow-up in 2001, an extended charge time was observed. Multiple consecutive manual cap reforms were recommended. The pt will be evaluated in 5 weeks. During eval the next month, an extended charge time was again observed. The decision was made to explant the device.